Event description:
It was reported that customer mother stated pump was not charging and questioned device appearance because it did not show tandem logo. There was no reported impact to the customer¿s blood glucose level. Customer technical support requested photos of pump, confirmed that mobi pump appearance without logo was normal, attempted multiple calls leaving voicemails, sent follow-up emails, and forwarded information to clinical training team so they could contact family for training and then planned to close case if no response was received.